Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. It was reported that a CT showed that the left stent graft limb appeared to be kinked. Angiogram and ivus confirmed stenosis. A 10x30 assurant cobalt stent was placed and the stenosis was successfully resolved. The physician stated the cause of the event was due to tortuous iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.